Event description:
The event involved a 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter where the customer reported that plastic particles were evident in drip chamber when spiked with fresh line. The event occurred during priming of line with normal saline ready for chemotherapy (treatment not started). The package was fully sealed when received and set was replaced and therapy resumed. There was no patient involvement.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Investigation summary: a series of photos were shared by the customer, an ICU and an unknown set are being tied around by a rubber band. However, no fragment, particulates or anomalies are observed on the photos. One (1) used list# 011-cl318, 17", connected to one (1) used unknown, infusion set, an used list# unknown and chemo lock and one (1) used unknown chemo port. As received a white particulate floating inside the drip chamber were found. It was found from inside the drip spike adaptor a loose particulate suggesting the diagram has been punctured by the spike, no additional damage or anomalies were observed. Complaint of particulate matter can be confirmed based in the physical samples returned by customer. No assignable cause related to ICU medical product manufacturing or design was identified. Reported condition was replicated when using the drip chamber spike provided by the customer and the shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.